Event description:
Reportable based on device analysis completed on 11feb2015. It was reported that the device was unable to reach optimum speed. A 1.50mm rotalink¿ plus was selected to treat the severely calcified coronary artery. During preparation, cocktail and setting were as usual. When adjusting the rotational speed, it was noted that the speed did not exceed 160,000rpm and then decreased to 130,000rpm. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good. However, device analysis revealed that the sheath was torn approximately 20cm from the stain relief.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The complaint unit was not returned connected to the catheter. A visual examination of the complaint unit was carried out. The advancer knob was returned in a forward position. The handshake connection of the advancer was bent. The handshake connection of the catheter was inspected and no damage was observed. The coil was observed to be kinked upon inspection. The sheath was observed to be the torn approximately 20 cm form the strain relief. A guide wire was returned running through the device. The guide wire was removed with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).